Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damage with the incident lot was observed. The inside of the tube, on the side wall, has an indention and plastic has been peeled away from the inside wall of the tube. This is most likely caused by the needle dragging down the inside of the tube wall when collection of blood occurred. And this defect is not caused by any manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® edta 2k there was molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "there was a damaged tube. The health care worker noticed after the blood collection the inner wall of the tube was sharply damaged."